Event description:
It was reported that due to a xyphoid infection the physician decided to explant the electrode, but decided to not explant the device. The device remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that due to a xyphoid infection the physician decided to explant the electrode , but decided to not explant the device. The device remains implanted. No additional adverse patient effects were reported.